Event description:
(B)(4).

Manufacturer narrative:
(B)(4). All available info was forwarded to the actual manufacturer, b. Braun (B)(4) and the investigation is on going at this time. A follow up report will be submitted when the results become available.